Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became loose when the tubing got stuck on the customer's watch. Blood glucose ranged from 238 mg/dl to 280 mg/dl. Reportedly, the customer successfully re-tightened the luer lock connection to address the event.